Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed the displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No motor error alarm noted. Motor passed motor test. Insulin pump received with cracked battery tube threads. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via email on (B)(6) 2018 that the customer was receiving recurring motor error alarms. Customer also reported issues with cracks along insulin pump and random no delivery alerts. Customer's blood glucose level at the time of the incident was unknown. Troubleshooting did not occur. Insulin pump will not be returned for analysis.